Event description:
It was reported that this insertable cardiac monitor (icm) had issues communicating with external devices. Technical services (ts) provided troubleshooting assistance but were unable to wake the icm device using the patient mobile monitor (pmm). The boston scientific representative was also unable to pair to the icm device using the clinic mobile monitor (cmm). Ts suggested the boston scientific representative could order an x-ray to confirm the icm device location. Subsequently, an x-ray was performed and found the icm device was no longer implanted. The physician suspected the icm self explanted while the patient was sleeping. Another icm has been implanted successfully to continue monitoring. This icm is not expected to be returned for analysis. No additional adverse patient effects were reported.